Event description:
Patient with history of lymphoma and currently in remission. Bard powerport MRI catheter was implanted approximately 3 1/2 years ago. The patient reported to the treating oncologist that the port was difficult to access and became painful. Upon removal, a split in the tubing was noted. There was no patient injury.